Manufacturer narrative:
The most probable cause is not yet determined, investigation pending.

Event description:
A customer reported "2070 clogging detected during specimen suction by main arm, a64 sampling blocked error, and 3005 leak sensor detected leakage error" on the aia-2000 analyzer. The errors are occurring on quality control (qc) and patient samples. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.